Manufacturer narrative:
The fse evaluated the device while onsite.the fse replaced the front bezel to address the reported problem.the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the navigation ring is not working constantly and is inop and settings cannot be changed by the touch screen either. The customer reported there was no patient involvement.